Manufacturer narrative:
Primary product grid update.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive the instrument used during this reported event, therefore failure analysis investigations could not be performed. The clinical development engineer (cde) team reviewed the images associated with this reported event, and confirmed the instrument in the pictures is a prograsp forceps instrument. Additionally, it appears the proximal clevis has been dislodged from its normal position on the main tube and the main tube is also broken. Based on the information from the surgeon and additional information obtained from the instrument log review; the reported original event date of 18-oct-2023 may be incorrect. The log review showed the prograsp forceps instrument had been used in subsequent procedures. A system log review was performed and showed no errors.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, fragments of the prograsp instrument fell into the patient when a damaged instrument and trocar were removed together. The surgeon believes all fragment pieces were retrieved. To remove the instrument from the trocar, parts of the instrument had to be "cut away" so that the trocar could be pulled over the instrument tips. Information regarding any tests performed to confirm the removal of the fragments, procedure outcome, or the patient outcome are unknown at this time.